Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date, starting after a supply change on 2024-06-17 and continuing until early morning 2024-06-19. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set and a failure of the user to follow the ketone action plan. The user has since switched infusion set types to the steel cannula.

Event description:
On 6/19/24 a healthcare provider (hcp) reported an ilet user experienced a high blood glucose (bg) event requiring a visit to the ER. The event occurred on 6/19/24. The hcp reported the user experienced a high bg level exceeding 400 mg/dl due to a bent cannula on the convatec inset (23", 6mm) teflon cannula infusion set. The user was sent to the ER, where their bg was tested at 600 mg/dl. The user did not have ketones. After changing the infusion set upon arrival at the ER, the user was monitored and released a few hours later. The hcp has requested the user switch to the convatec contact detach (23", 6mm) steel cannula infusion set.